Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2021 with symptoms of worsening heart failure. During interrogation of the implantable cardioverter defibrillator (ICD), it was noted that the ICD went to the backup vvi mode due to event que overflow on (B)(6) 2021. Programming changes were made and the ICD was restored to normal setting. The physician elected to continue monitoring the patient routinely going forward. The patient's condition and symptoms were being managed.